Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen fractured for unknown reasons, rendering the screen unusable while the pump continued to deliver insulin; the damaged component was the touchscreen, and the device was no longer watertight after the damage. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed evidence of a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.